Event description:
It was reported that the patient developed an infection at the pod¿s insertion site on their leg while wearing the device for longer than 48 hours. The patient's blood glucose levels reached 350 mg/dl. The patient¿s skin was red, and there was insulin on the skin mixed with it, causing a hard inflammation, the skin near the needle insertion site turned blue, and the pod site was painful to the touch. The patient sought medical attention on (B)(6) 2026 and was diagnosed with a bacterial infection which was treated with antibiotics.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.